Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent fluctuating blood glucose (bg 40s-280 mg/dl). Fluctuating bg was attributed to incorrect pump basal settings and that it needed to be adjusted. Carbohydrates were consumed to address low bg and a correction bolus was delivered to address elevated bg. Reportedly, the customer discussed the setting adjustment with a healthcare provider.